Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had oversensing and pacing inhibition noted. The impedances were greater than 2000 ohms. A conductor fracture is suspected due to crush. This lead was capped.